Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, and no malfunction code recurred after the reset. The customer was advised to continue using the pump and to contact support if any malfunction code should appear again.